Event description:
Device was returned by the customer due to a self test failure and it was found to have a reportable malfunction.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Device manufacture date: february 2011.